Manufacturer narrative:
Date of event estimated as (B)(6) 2020. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional ht command device is being filed under a separate medwatch report number.

Event description:
A ht command 18 guide wire was received in the return goods lab with no reported information. Analysis of the guide wire noted polymer coating separation. There were no reported adverse patient effects and no reported significant delays; however, the device was returned with blood and contrast indicating it had been used in the patient anatomy. Therefore, it is possible that polymer coating remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device and noted polymer separation; however, it was determined that while there was polymer separation, all of the material was accounted for. The device was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the separated material. This could not be confirmed because there was no information reported on the incident and due to the condition of the device, further testing could not be conducted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b1- adverse event removed b2- other serious removed and na added. H1- type of reportable event changed from serious injury to malfunction h6- patient code 2687 removed and 2199 added.

Event description:
A ht command 18 guide wire was received in the return goods lab with no reported information. Analysis of the guide wire noted polymer coating separation. There were no reported adverse patient effects and no reported significant delays; however, the device was returned with blood and contrast indicating it had been used in the patient anatomy. Therefore, it is possible that polymer coating remains in the patient anatomy. Subsequent to filing the initial report device analysis of the ht command 18 guide wire determined that while there was polymer separation, all of the material was accounted for. Therefore, none of the polymer coating remained in the patient anatomy.